Manufacturer narrative:
Testing of actual/suspected device(10 / 3233) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse checked if the settings might be the issue(lead 2), tested with the trainer and the unit was ok. The fse also tested with electrode on himself and the unit came back ok. Fse reported that the issue was the settings. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was unable to trigger by ECG. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) visited the hospital and was unable to evaluate the unit as the equipment continued to be used to provide therapy to patient. The hospital will contact the fse once the equipment is available for evaluation. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A getinge field service engineer (fse) visited the hospital and was unable to evaluate the unit as the equipment continued to be used to provide therapy to patient. The hospital will contact the fse once the equipment is available for evaluation. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was unable to trigger by ECG. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Unit was released to user as clinical use.